Manufacturer narrative:
The event is confirmed with product received. Visual inspection identified that the blue sleeve was missing from the inserter. The missing part was not returned. Wear and tear indicating repeated use over the potential field age of approximately 6 years was observed. Review of the device history record identified no deviations or anomalies that would contribute to this event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the or staff opened the instrument case for preparation, the blue sleeve at the tip of inserter was found cracked. No adverse events have been reported as a result of the malfunction. No patient involvement and no additional information available.